Event description:
It is reported that while the ventilator was connected to a pt, it alarmed for low o2 concentration, low expiratory minute volume, low respiratory rate, high continuous pressure, apena, high peep, and the ventilator stopped.